Manufacturer narrative:
Additional information: d10, h3, and h6. The reported events were for failure to capture and unspecified helix rotation issues. As received, a complete lead was returned in one piece with a stylet inserted. The reported event for unspecified helix rotation issues was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cleaning the distal portion of the lead, the helix was able to extend and retract. The measured full helix extension length was within product specification. The reported event for failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for unspecified helix rotation issues was isolated to an over torqued inner coil at the connector region.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, high capture threshold, loss of capture, and helix rotation issues were noted on the right ventricular (rv) lead during positioning. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.